Event description:
Per the clinic, the patient experienced abnormal sound quality, intermittencies, and subsequent loss of connection to the internal device, and the issue could not be resolved. It was also reported that lightning struck near the patient (date not reported) prior to the onset of clinical symptoms. The device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed february 7, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.